Manufacturer narrative:
(B)(4).

Event description:
Procedure urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Repliform (boston scientific) was reported to be used/implanted during this procedure.